Manufacturer narrative:
Date of event: exact date unknown, event occurred two weeks ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was also experiencing discomfort at night while sleeping. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device will not be returned.